Event description:
"Customer stated that the patient was experiencing high symptoms due to power issue on surestep meter". "Patient took a shot of insulin. Was experiencing symptoms of high blood sugar."